Event description:
It was reported that no urine could be drained out to the urine bag by using the mentioned foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that no urine could be drained out to the urine bag by using the mentioned foley catheter(date of event - (B)(6) 2022) per additional information received on 08aug2022, they were 2 more cases using the same lot having the same problem which was found to be blocked after having used on patient (date of event - (B)(6) 2022 and date of event - (B)(6) 2022). The event occurred in three different patients.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Water was introduced into inflation lumen and no blockage or obstruction was observed. Catheter can be inflated without difficulties. However, there are no water flow out from the catheter when drainage lumen was introduced with water. A potential root cause for this failure mode could be "incorrect air pressure setting or incorrect air blow direction setting causing blocked or occluded drainage lumen". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. The actual/suspected device was inspected.